Event description:
When drain was being removed from patient it broke and a portion was left in patient. Patient had to be returned to operating room to have it removed.

Manufacturer narrative:
Product received and forwarded on to the manufacturing facility for investigation. A follow-up report will be filed once the investigation is completed.

Manufacturer narrative:
The actual sample was received for investigation. Visual examination of the returned sample showed that it is an 8.45 inches long portion of a jackson-pratt silicone round drain 7fr. Visual inspection revealed that the silicone tubing broke off at the perforated area. Microscopic examination revealed wavy/jagged edge at the tubing fracture site and no distortion and/or tears in the adjacent portion drain, which suggests that the drain was not stretched (elongated) to failure. The characteristics of the fractured area and the absence of any tubing distortion are similar to those failures, which are caused by puncture by a sharp instrument on the tubing surface. In addition, the instructions for use provided to the customer with the product specify that the product should not be handled with any instruments as it could lead to breakage. As no lot number was provided, we were unable to trace the DHR for the finished good to evaluate the quality testing performed and the corresponding results. This is the first incident reported for this catalog in the last 12 months due to broken drain. The most probable root cause could be misuse by the customer since the wavy/jagged edge condition observed at the fracture area suggests that an instrument was used to handle the product which may have damage the product thus leading to tubing breakage. As preventive actions, the customer will be provided with a copy of the instructions for use. According to the instructions for use (IFU). ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ we will continue to monitor trends and utilize this information as part of our continuous improvement.